Manufacturer narrative:
The technician tested the patient positioning monitor (ppm) on all three settings and found no problems with the bed. The coiled cable near the caster on the bottom of the bed had two spots where the outer sheath wore from rubbing on the caster, but the internal wiring was intact and the cable was still functioning.

Event description:
The account alleged the patient positioning monitor did not alarm on this bed and there was a patient found on the floor next to the bed. The nurse alleged they found the patient crawling on the floor and the foot siderails were in a down position. No injuries.